Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site. X-ray showed that the patient's ipg shift in location from original placement. It was also noted that the patient's ipg was well deeper than 2 centimeter and might be the cause of his connection problems. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. No device malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
(B)(4) device evaluation indicated that the ipg exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing pain at the ipg site. X-ray showed that the patient¿s ipg shift in location from original placement. It was also noted that the patient¿s ipg was well deeper than 2 centimeter and might be the cause of his connection problems. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. No device malfunction was suspected. The patient was doing well post-operatively.